Event description:
On (B)(4) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result a (B)(6) female patient with chest pain and hyperglycemia. There was no additional patient information available at the time of this report. Return product is available for investigation. Time: method: potassium: sample: 23:51, I-stat, <2.0, a. 00:44, I-stat, 3.5, b. There were no injuries reported with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2014. Retain and returned cartridges were tested and are functioning according to specification.